Manufacturer narrative:
Additional information was received on 20-jun-2023. The patient did receive an implanted permanent pacemaker after the event, but was discharged after implantation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered a heart block and required surgical intervention. The device evaluation was completed on 30-mar-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, the magnetic, electrical, and temperature features were tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter. The patient suffered a heart block and required surgical intervention. It was reported that during the procedure, the patient suffered a heart block. They reported they were ablating the slow pathway area when they noticed the heart block, they immediately stopped ablation and the procedure was aborted. The heart block was confirmed using the electrograms and intracardiac signals. They reported that the medical intervention provided was to monitor the patient in the procedure room for 45 mins. The heart block improved but did not resolve. The patient was moved to an intensive care unit (ICU) bed and will be monitored overnight. The patient to be in stable condition. Additional information was received. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Relevant tests/laboratory data- 2:1 heart block observed on ep lab recording system. Other relevant history- patient was receiving ablation for atrioventricular nodal reentrant tachycardia (avnrt), exhibited intermittent heart block, was kept overnight for observation but did not resolve, a permanent pacemaker has since been implanted as intervention.